Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds increased soon after implant. High threshold was confirmed on analyzer. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.